Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; no chemistry observed. Qc investigation on 11/27/2017 resulted in defect found and the event was determined to be reportable. Final root cause investigation has been completed. No chemistry observed: washed strips. No further investigation required. (B)(4).

Event description:
Consumer reported complaint for e-3 when strips is inserted. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 12/31/2018 and open vial date is undislcosed. The meter memory was not reviewed for previous test result history.